Event description:
It was reported that: "additional implant 2080-0050, lot 4hwmme, 50mm screw. Dr. (B)(6) stated the pt had initial onset of pain starting (B)(6) 2011." Update as per rep: pt had a rejuvenate hip in that was revised to a restoration ha. Pt complained of pain increasing with increasing activities. Blood tests showed cr levels at 0.6 and co levels at 8.7.

Manufacturer narrative:
A review of the device history indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The events was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate module stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.